Event description:
The customer reported that, she has been hospitalized in the past due to high blood glucose and diabetic ketoacidosis. The customer called to report she was experiencing high blood glucose levels. Troubleshooting was performed and the insulin pump passed the tests. The high pressure test could not be done because the customer did not have a tubing clamp.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.